Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one essure implant imbeded in the uterus'), abdominal operation ('multiple abdominal surgeries') and infection ('multiple infection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), infection (seriousness criterion medically significant), device expulsion ("no idea where the other is") and pelvic pain ("went for ultrasound scans to find out why I have increasing pain, which has been going on for years") and underwent abdominal operation (seriousness criterion medically significant). At the time of the report, the embedded device, abdominal operation, infection, device expulsion and pelvic pain outcome was unknown. The reporter considered abdominal operation, device expulsion, embedded device, infection and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one essure implant imbedded in the uterus'), abdominal operation ('multiple abdominal surgeries') and infection ('multiple infection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), infection (seriousness criterion medically significant), device expulsion ("no idea where the other is") and pelvic pain ("went for ultrasound scans to find out why I have increasing pain, which has been going on for years") and underwent abdominal operation (seriousness criterion medically significant). At the time of the report, the embedded device, abdominal operation, infection, device expulsion and pelvic pain outcome was unknown. The reporter considered abdominal operation, device expulsion, embedded device, infection and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.